Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000078106.

Event description:
It was reported the patient's lead had a high impedance. As such, surgical intervention was undertaken on (B)(6) 2022 to replace the lead, however, due to the hardware implanted, the patient's existing lead could not be explanted. No new lead was implanted. Investigation was unable to determine which lead has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.